Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine and another drug, both of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported by the patient that over a year ago the pump was alarming or beeping. The patient could not recall the alarm type and said it was like "beep¿ beep¿ maybe single tone, something like that". The sound was consistent with pump alarms. The patient missed a scheduled refill. The patient heard the beeping, called the doctor, per the patient, the doctor said it "was about time for him to have a refill, no problem". No symptoms were reported. No further complications were expected or anticipated.